Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with 3 sets. They had experienced a blood on site, bent cannula, and bad insulin. The customer's blood glucose level during the blood at site incident was 213 mg/dl. The blood at site was not actively bleeding nor did it show signs of infection. The customer's blood glucose level with the second set was 474 mg/dl which they treated with a manual injection of 4.3 units. The customer's blood glucose level during the bad insulin incident was 479 mg/dl. Troubleshooting was performed with the set issues. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.